Manufacturer narrative:
Failure analysis: the service technician was not able to duplicate the reported issue during testing and evaluation. During the initial bench test and calibration test, the power board would powered up the golden testing ventilator and passed all testing. The unit also passed 12 hours of extended duration test's and did not produce any unusual alarm or error condition. The service technician was also unable to determine what the problem was due to the unit not being return with the power board. Visual inspection of the power board did not reveal any anomalies or damage.

Manufacturer narrative:
(B)(4). Results of investigation: this unit was field serviced by a carefusion authorized service technician. The service technician was able to verify the customer's reported issue during testing and evaluation. The service technician replaced the power board to address the customer's reported issue and shipped the defective component to carefusion for further analysis. Carefusion has received the power board and is in the process of evaluating the component. Once the results are available, a follow-up medwatch report will be submitted.

Event description:
It was reported to carefusion that the ventilator has a reset alarm. A carefusion authorized service technician confirmed the alarm by reviewing the ventilator event trace log (ln vent entry). The unit was on a patient at the time of the event, however, there was no patient harm associated with this complaint.